Manufacturer narrative:
The device was returned for analysis. The guidewire shaft was inspected for damage. It was noticed that the tip was detached. Approximately 10cm of the tip was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that wire tip detachment occurred. The target lesion was located in the hepatic artery. A 180x25cm fathom¿ -16 was selected for use. During withdrawal of the device, it was noted the wire tip broke off. No further intervention was done to remove the wire tip and was left in the hepatic artery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via facility medwatch (B)(4) that wire tip detachment occurred. The target lesion was located in the hepatic artery. A 180x25cm fathom - 16 was selected for use. During withdrawal of the device, it was noted the wire tip broke off. No further intervention was done to remove the wire tip and was left in the hepatic artery. No further patient complications were reported.